Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was not using the insulin pump at the moment as they were hospitalized after a car accident. The customer was put on an insulin pen. The battery was removed from the insulin pump. The battery cap did not return. The customer's blood glucose level was unknown. The insulin pump did not appear to be damaged. The device will not return for analysis.